Event description:
It was reported that the patient saw a manufacturer representative at their health care provider's office to adjust stimulation. It was stated that the patient reports she had a urinary infection and was placed on antibiotics. It was stated that the patient is "urinating more now than ever before." It was noted that the patient's manufacturer representative informed the patient that he could not get an accurate "reading" while she has the infection. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID, 3889-28 lot# va04v0l, implanted: 2012 (B)(6), product type lead. (B)(4).